Manufacturer narrative:
Neither the device nor any imaging could be provided for evaluation. The surgeon's intention was to perform a 2-level fusion that included the secure-c level and the adjacent level. There is no indication of a device issue. Additional information provided that the patient had a good outcome following the revision.

Event description:
It was reported that during a revision surgery for adjacent level disease, a secure-c device was removed. No product problem was reported.